Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and h6 to report that the device was not received for analysis. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Information was requested from the customer but was not provided.

Event description:
Per complaint (B)(4), during post operative check, patient experienced loss or failure of implant to integrate due to boneloss.